Event description:
It was reported that during a ptca treatment procedure involving a 90% stenotic lesion in a unspecified coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 6 atm's on the initial inflation. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. The pt was asymptomatic during this event. A terumo introducer sheath (size unknown), a 0.014" choice guidewire, a mach1 guide catheter (size unknown) adn an encore inflation device were also used in this case. Pt status is reported as 'good'.